Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The device and accessories were tested and found to be working properly. The event logs showed repeated "pads off" alerts without "pads on" confirmations, as well as signs of poor pad contact with the patient's skin. The report from the ER mentioned that ECG readings were hard to see and that the patient's skin was flaky. Similar issues were seen when using other devices and electrodes, which suggests the problem was not caused by the device itself. The pads used during the event were not returned and no photos were provided for review. There was no fault found with the device. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age:79 & gender: male) the device failed to discharge. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.